Manufacturer narrative:
Reported event: an event regarding the cup implant not fitting after reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 610 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup not fitting after multiple increased cup sizes. There were no other reported event for the listed catalog number. Conclusion: the bone model is found in the correct size and the initial planned cup size is acceptable based on the measurement of the anatomy. The cup fitted well in the acetabulum once the suggested reaming technique was followed. No system defect or malfunction was found during the investigation.

Event description:
Patient was templated for a 52 and passed registration with ease. Following reaming the acetabulum, the surgeon complained that the cup was not large enough for fixation. Surgeon requested that we change the plan to a 54 and that was still not big enough. Moved up to a 58 and finally got fixation with the actual implantation of shell. The patient's other side, which was done measured out to 53.5 mm. The surgeon suggested there was a discrepancy between the CT and what was on the field. Triple checked the patient name & dob and it all checked out. CT slices were verified. Case was successfully completed. Log files are in complaints folder under (B)(6) hospital log files complaint-(B)(4). Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient was templated for a 52 and passed registration with ease. Following reaming the acetabulum, the surgeon complained that the cup was not large enough for fixation. Surgeon requested that we change the plan to a 54 and that was still not big enough. Moved up to a 58 and finally got fixation with the actual implantation of shell. The patient's other side, which was done measured out to 53.5 mm. The surgeon suggested there was a discrepancy between the CT and what was on the field. Triple checked the patient name & dob and it all checked out. CT slices were verified. Case was successfully completed. Log files are in complaints folder under columbia memorial hospital log files complaint-(B)(4). Case type: tha.